Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained via a contralateral approach. The chronic totally occluded 180cm target lesion was located in the mildly calcified right superficial femoral artery (sfa) with moderately steep bifurcation. A 6mm-200mm/130cm innova¿ stent was advanced to the target lesion. After about 4 or 5 clicks there was a pop and the thumbwheel wouldn't work. The pull grip was also tried but failed to deploy the stent. 3-4cm of the stent stayed in the patient and the stent was stretched. The stent was pulled into the sheath and removed from the body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The outer shaft showed buckling/damage at the nosecone. The remainder of the shaft showed multiple kinks. The middle shaft and the inner shaft were completely separated from the handle. There were also multiple kinks in the middle shaft and the inner shaft. The pull handle was deployed. The stent was returned inside of the middle sheath with a partial deployment of approximately 1cm. The handle was opened and it was noticed that the inner shaft had pulled out of the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained via a contralateral approach. The chronic totally occluded 180cm target lesion was located in the mildly calcified right superficial femoral artery (sfa) with moderately steep bifurcation. A 6mm-200mm/130cm innova¿ stent was advanced to the target lesion. After about 4 or 5 clicks there was a pop and the thumbwheel wouldn't work. The pull grip was also tried but failed to deploy the stent. 3-4cm of the stent stayed in the patient and the stent was stretched. The stent was pulled into the sheath and removed from the body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.